Manufacturer narrative:
Device evaluation revealed that the device passed the functional test and revealed no anomalies.

Event description:
A report was received that the patient had inadequate pain relief. The patient a revision procedure wherein the ipg was replaced. The patient was doing well.

Event description:
A report was received that the patient had inadequate pain relief. The patient a revision procedure wherein the ipg was replaced. The patient was doing well.